Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited poor barrier separation after centrifugation. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited poor barrier separation after centrifugation. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd did not receive any photos or samples for investigation. Complaints for sample quality are under statistical control for the month of september 2025. If complaints for sample quality reach an action level, additional testing may be required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.